Manufacturer narrative:
(B)(6). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported with the use of the bd ultra-fine¿ iii pen needle there was an issue with mixed product. There was no report of injury or medical intervention.